Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the device was dead. The hcp reported that they tried to charge the device but were unable to due to. The device died 1.5 years ago.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that there were no external or patient factors that contributed to the charging difficulty. The cause of the charging difficulty was not determined but it was suspected to be bad coupling. The patient was instructed to tighten the belt and move its location but the patient had not attempted to charge again.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for spinal pain and cervical radiculopathy. It was reported that the patient hadn¿t charged their 97714 implantable neurostimulator (ins) ¿for a while¿ and she could not find the ¿remote¿ to charge it. The ins had not been used and it was suspected that the ins was overdischarged. The patient needed an MRI and the patient was redirected to follow-up with their healthcare professional (hcp) for the possible overdischarge. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated. Additional information was received from the patient. The patient said they needed help to turn her ins back on as she said ins is dead and she was last able to connect to/charge ins "about a year" ago. Additional information was received from the patient. Patient called back stating manufacturer representative (rep) suggested the patient call ps to get a "new remote" (likely referring to insr but pt would refer to pp and insr as remote interchangeably thru out conversation). Patient stated the "remote" would not connect. Patient stated initially stated the issue had been going on for 3 weeks then stated she had not been charging her ins for months. Patient repeated she is trying to get an MRI but they won't do it unless she can put her 2015 ins into MRI mode. Caller was redirected to the healthcare provider (hcp). Additional information was received from the manufacturer representative (rep). The patient was having difficulty charging. The rep tried 10 antenna locates when with the patient today and the rep did 1 physician recharge mode (prm). The rep was not able to get the recharger to connect to the ins during the appointment. The caller said that he instructed the patient to attempt more charging with prm at home. The patient did 3 prms on her own and is still unable to connect to the ins. The caller stated that the patient has to keep the belt tight during charging sessions. Reviewed considerations for charging and overdischarged battery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins). It was reported the patient couldn't get their battery to charge. The patient had a follow up appointment on (B)(6) 2020. There were no environmental, external, or patient factors that could have contributed to the issue. No symptoms were reported. No further complications were reported or anticipated.